Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The navlock was returned to the manufacture for evaluation. After visual/physical examination the reported issue was confirmed. Both side tabs are broken off at the tip on the returned tracker. Otherwise, with markers attached and fully seated, the tracker displays good geometry and divot error readings with normal tracking and verification. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the instruments were damaged.